Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the disposable leaked during insertion at the connector between the catheter and the tubing. No patient injury reported.